Event description:
Air embolus seen on imaging during rca. At the time, there had been equipment in and out of the copilot. Cardine ic had recently been given. Bleed back had been performed prior to injection contrast.